Event description:
A female patient reported experiencing an (unconfirmed) ulcer in her right eye while including complete moistureplus in her lens care regimen. Patient explained that she saw her eye care practitioner, and he prescribed an antibiotic and steroid. She reportedly saw the doctor five times within two weeks for treatment; patient has recovered. She also mentioned that her son has been using the same bottle of solution, but he has not had any problems. Additional information is being requested from the patient. Batch record review did not show any deviations. Retain testing (microbiological and chemical) for reported lot has been performed; results were all within specification.

Manufacturer narrative:
Batch record review of reported lot and retain evaluation were performed; all results within specification.